Event description:
It has been reported to philips that the allura c-arm did not move into position and rotation and angulation did not work. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. It was reported that the system lost power and was unable to boot up , the c-arm does not move into position, and neither rotation nor angulation was working. The philips remote service engineer (rse) analyzed the system remotely and found no errors related to the geometry, no log file was saved for the service .later, rse instructed to save the logfile to service for the next time issue occurs. The system was not met full specifications for the performed service and it was returned to use with limitation as accepted by the customer. After that no complaints were registered by the customer, therefore no further action could be performed by philips at this time. The codes were updated based on the investigation outcome.